Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of oxidized green fluid coming from the power cables was confirmed via the submitted photos. The submitted photos show damage to the connector side strain reliefs of both power cables and a green fluid consistent with fluid ingress was observed at the site of the damage. The provided information indicated the system controller was exchanged but will not be returning for further evaluation. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number hsc-130707, was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. This section also instructs the user to not submerge the system controller in water or liquid and to keep the system controller power cables away from any liquid as well. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller power cables. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was oxidized green fluid coming out of one of the power leads. No adverse events were reported and no alarms were present. The patient was to come into the shared care site for a system controller exchange.